Event description:
New information received notes that adverse event was related to implant procedure and the event was resolved without sequelae. Attempts have been made to obtain how the issue was resolved; however, no response has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient had two brief episodes of asystole and pulseless electrical activity (pea), which required 2 minutes of CPR and administration of epinephrine and atropine. The patient's condition stabilized and the implant procedure was completed without further issues. Pre-discharge, patient became severely agitated, began kicking, hitting, removing his o2 & attempting to get out of bed. Placed in restraints, sedated, continues drowsy and intermittently agitated. Two days post-implant, while still in the hospital, the patient exhibited symptoms of acute decompensated heart failure, including respiratory distress and pulmonary edema, treated with oxygen, bipap and IV diuretics. No further information is available.